Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device intermittently gives error code 80, which could possibly indicate a failure that would impact the delivery of therapy. There was no report of patient involvement.